Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed blood clotting in the return line. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer did not return the product for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j150 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j150 shows no trends. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Section 2-9 of the cellex operators manual (1470096 rev c) for use with software 5.1 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for the clotting observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Comp- (B)(4) p.t. (B)(6) 2022.